Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen therapy (concentration and dose unknown) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and multiple sclerosis. The patient's diagnosis was spastic paraparesis due to multiple sclerosis. The hcp was concerned about the patient having a cerebrospinal fluid (csf) leak despite being implanted with an ascenda catheter for 20 months. Typically, he observed these rare events more proximal to the implant date. The patient was successfully treated with a blood patch and the headaches resolved. It was further reported ¿mid-month¿ the patient experienced painful burning, electrical feeling in low back, but no headache. The patient's spasticity got a little worse. On (B)(6) 2015, he awoke out of bed with a moderate headache. Later in the day the patient had a more severe headache and it only got better if flat. The patient came to emergency room (ER). The catheter was in continuity on x-ray with the tip at t-11, same as day of insertion. The CT head showed no subdural and MRI of lumbar and thoracic showed no epidural fluid and only modest degenerative disc problems. On (B)(6) 2015, the patient had a lumbar 20cc blood patch. The patient was kept flat for 24 hours and no headache when up to the bathroom. The patient was up freely after 24 hours with no headache. Additional information was received regarding the event that occurred in (B)(6) 2015 where the patient experienced a positional headache for less than 48 hours. The patient was being treated with lioresal intrathecal (500 mcg/ml; 42.5 mcg/day). A blood patch was performed with resolution of the headache. The patient's medications and past history had not changed since (B)(6) 2013; the patient had been treated with carvedilol, imdur, natalizumab, nimodipine, percocet, and verapamil. The patient had a history of nausea, emesis, and diarrhea. The patient had a past history of cholecystectomy. The patient had no allergies.

Manufacturer narrative:
(B)(4) is no longer applicable for this event and is being replaced.

Event description:
Additional information was received from a healthcare professional via a company representative on 27-jan-2016 and it was reported that the catheter was definitely placed in the intrathecal space at the time of implant. With regards to the cause of the catheter being epidural it was reported that the physician "pulled the catheter back from the intrathecal space and when it became epidural he administered the fibrin glue".

Manufacturer narrative:
Additional information: analysis revealed that functional checks during decontamination were acceptable, no destructive analysis was performed.

Event description:
An hcp notified a company representative that the patient was receiving lioresal with concentration 500 mcg/ml at a flex dose rate of 42.55 mcg/day; the drug lot number was not available. Symptoms of csf leak occurred. For almost two years following implant, the patient presented with spinal headache. A blood patch was performed and initial improvement in symptoms was note, however the symptoms returned a few days later. The catheter was explanted on (B)(6) 2015. The device was not replaced but was to be replaced in the future. The physician had removed the spinal segment of catheter. It was noted that fibrin glue was injected once the catheter was outside the intrathecal sac as the spinal segment was removed. The issue was unresolved at the time of the report. The patient was with injury regarding their status at the time of the report. The manufacturer received the explanted portion of catheter on 10/07/2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a hcp via a company representative. The patient's spinal headache returned two weeks after the blood patch and the patient experienced recurrent positional headache. The patient was taken to the operating room (or) on (B)(6) 2015, was placed under local anesthesia, and the spinal segment of the catheter was removed. The hcp injected fibrin glue though the catheter when the flow of csf stopped and fluoro showed it to be epidural. The hcp saw the patient twice post removal and she had no spinal headache. The most recent visit was on (B)(6) 2015. If the patient wished to resume intrathecal therapy, the doctor was to use a different model catheter.

Manufacturer narrative:
Analysis of the catheter identified a non-significant anomaly of a dried drug, blood, or foreign material occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.